Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported corneal laceration cannot be determined conclusively. (B)(4)

Manufacturer narrative:
Reports of suction issues against the patient interface are due to patient movement, patient anatomy, or poor docking. Root cause of this reported event is patient movement related. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during a laser assisted cataract procedure of the left eye, the patient pulled away from the patient interface (pi) resulting in loss of suction and small laceration on the sclera. Upon follow up, the reporter stated the doctor aborted the laser portion of the procedure and converted to conventional cataract method. Reporter indicated the procedure was completed with no additional issues, and the patient is doing well with no additional intervention.